Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, this non-clinical demo unit would not fire.

Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the device, and an evaluation of the returned devices. The eeprom was uploaded and indicated 52 autoclave cycles for the handle. No functional abnormalities were noted for the handle. No abnormalities with the eeprom were observed during functional testing.

Manufacturer narrative:
We have received information stating that this unit is for non-clinical demo use only. This information determines that this is a non-reportable incident.